Event description:
Complainant alleged that while attempting to monitor a pt, the device was unable to obtain an ECG signal. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The device has been rec'd and a follow-up report will be submitted when the investigation is completed.